Event description:
Report from the (B)(6) stated that there was cord damage. It is known that the device was not used during surgery. It is unknown if injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing evaluation. When the evaluation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).